Event description:
As reported by the user facility: air in line with no air in line or other alarms. Air completely down tubing to below pump. "Reports he can not duplicate in lab. Generates upstream occlusion alarm before air reaches pump." Reported issue has occurred in peds and nicu where infusion rates are low, has not had issue elsewhere in the facility that has been reported.

Manufacturer narrative:
(B)(4). The device has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.